Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles were observed at the luer lock connection. Customer's blood glucose was in the high 300's (mg/dl) which was addressed with a manual injection. Tandem technical support educated the customer to prime the cartridge until the air was removed.